Manufacturer narrative:
Medical device brand name: 22 g x .25 mm bd venflon¿ pro safety peripheral safety IV catheter with injection valve. Device evaluation: a "no-sample" investigation was completed by the manufacturing site. Samples have since been received and a supplemental report will be filed upon completion of the device investigation.

Event description:
It was reported that during infusion of a cytostatic medication through the suspect device, the infusion pump alarmed. Droplets were noted in the injection port. The cytostatic medication leaked onto the patient's hand. However, no treatment was needed as this medication was reported as "not so dangerous."

Manufacturer narrative:
Result - one actual sample was received by the manufacturing site on june 7, 2016. The sample was visually observed and no foreign matter was found. Air leak test was performed and no leakage was observed. A review of the device history record cannot be completed as the lot number was not provided for this incident. A manufacturing review revealed no abnormality observed that could have influenced the issue. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode. No abnormality was found in the returned sample. An absolute root cause for this incident cannot be determined.